Event description:
Terumo medical corporation received the following reported information: during the splenic arerty embolization, the progreat was inserted through glidecath (inside destination sheath) and advanced to the splenic artery. Per the medical doctor (md), the coil 5x16 cx became stuck and could not push or pull coil; therefore, a coil was deployed and attempted to push with 018 command wire. The wire could not push the coil, per md the "progreat broke". The md was able to recover the progreat and was able to release coil pack. Coil pack landed in the intended location, and progreat was removed and replaced. Embolization was then completed, successful, and the patient was ok. Later, the md stated he believed the progreat became stuck in glidecath due to inadequate flushing, and the coil became stuck for similar reasons. Additional information was received on 31dec2025: the patient was stable following the procedure. They were taken back to the operating room (or) for another procedure the following day, though it was not thought the previous procedure was at fault. The treatment was successful; the splenic artery was embolized resulting in reduction of bleeding from the spleen. No additional intervention was necessary to treat the splenic bleed. There were multiple coils deployed before the progreat "got stuck" and fractured. According to a member of the operative team, the physician had the progreat deep into the coil nest, inserted a 5x16 cx 18, tried to deploy; however, may have deployed the coil partially inside the catheter. When he pulled back on the progreat, it became kinked and would not release the coil. Then other wires were introduced to push the coil out. The physician then pulled the progreat back to the base catheter with the coil nest still attached. The last coil looked to have unraveled and was still in the progreat. The coil nest then was pushed back to the intended location either by catheter or blood flow (story was vague). They introduced a new progreat and were able to continue coiling the artery. Despite the challenges, the procedure was successful. Additional information was received on 07jan2026: the base catheter was a penumbra benchmark catheter, not a glidecath. Additional information was received on 05feb2026: they were not aware the tip fractured and were unsure if it was retained in the body (in the coil mass) or removed with the catheter and not included in the sample.